Event description:
New information reported on 01/31/2018 stated that the defibrillator continued to exhibit multiple episodes of nsrvo due to post paced t wave oversensing. No patient symptoms or intervention was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were discussed. No intervention or additional information was reported.